Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution set leaked prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. Additionally, retention samples were evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. No issues were noted during the analysis of the retention samples. Visual examination of the returned sample was performed with no issues noted. An integrity test was performed on the device with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.